Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 433 mg/dl. The cause of elevated bg was unknown. The customer was transported to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 09/25/2022 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate form of insulin therapy until further training was provided.